Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hypoglycemia as a result of this event.

Manufacturer narrative:
(B)(4). S/w version = 6.7v, retainer ring =black. On (B)(6) 2022, the customer alleged was for rattling, pump over delivery, and low bg. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test and displacement accuracy test at 0.0833 inches. Successfully downloaded history files, traces, and utilized carelink software using thump. In further full review of the pump history on the event date of (B)(6) 2022 found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 16.4u. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assemblies, force sensor, motor, corroded battery tube, or harness assembly vibrator. No rattling noise during testing. No loose components inside the pump during the visual inspection. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained serial number label damage, and pillowing keypad overlay. In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery was not confirmed. Cosmetic damage for rattling noise is not confirmed, however, other damages were noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.